Event description:
It was reported that the left ventricular (lv) lead was in an anterior position instead of posterior/lateral position. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): c154dwk lead, implanted: (B)(6) 2009; a 4568-53 lead, implanted: (B)(6) 2003. (B)(4).